Manufacturer narrative:
Device manufacturing date was revised to reflect correct date.

Manufacturer narrative:
On (B)(4) 2015, the field service engineer (fse) confirmed the customer's reported issue. The fse replaced the main analyzer card resolving the reported issue. Service activity performed and was verified to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported recovering asterisks (*) flagged white blood cell (wbc) and platelet (plt) results for patient results and controls run on the coulter ac·t diff 2 analyzer. The customer also stated the instrument intermittently failed wbc and plt backgrounds. Erroneous patient results were not reported outside the laboratory and there was no change or affect to patient treatment in connection to the event.